Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that they were seeing poor communication with the programmer. They had been attempting to recharge their implantable neurostimulator (ins) for a couple of days (for hours at a time) but continued to get the reposition antenna screen. The patient stated that they had complex regional pain syndrome (cprs) in their arms which caused their arms to become tired. Trying to recharge the ins so much had left the patient completely drained. It was noted that the batteries in the programmer were depleted so they were replaced. When the patient attempted to communicate to the ins with the programmer they saw a poor communication, both with and without the antenna attached. The patient was also unable to communicate using the recharger. The last successful charging session was about 2 weeks ago, which took a few hours and was slow, but they were able to recharge to full. The patient did not know when the last time they felt the stimulation as they had become so used to the stimulation. When a recharging session was attempted a reposition antenna screen was seen. The patient repositioned the antenna many times without resolution. When an antenna locate (al) feature was performed a power-on-reset (por) was seen. The por was cleared and the patient was able to start a charging session with all 8 coupling boxes shaded. It was noted that the ¼ of the ins icon was flashing. The icon on the screen indicated the ins was off. It was reviewed with the patient to charge the ins until it is full while maintaining 6-8 coupling boxes. The patient was going to turn the ins back on after recharging it to at least half full (or full). It was noted that the troubleshooting performed resolve the reported issue. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.